Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that after unpacking the 2.5 x 33 mm xience xpedition stent delivery system (sds) it was observed that the stent implant had already dislodged from the balloon. Slight resistance was felt during removal of the protective sheath from the balloon and stent. The device was not used on the patient. Another sds was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.